Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer received pump reset instructions and successfully reset the pump independently, which resolved the issue as the cgm error did not reappear. The caller was able to start a new sensor session successfully.